Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with an umbilical vessel catheter. Customer states that an umbilical vessel catheter that was inserted by a doctor was evaluated by x-ray and was found to be inserted too deep. The umbilical vessel catheter was pulled back by a nurse roughly 2 cm and the catheter broke off inside of the baby's artery. The doctor had to make an incision through the umbilicus and 1cm into baby's skin (abdomen) in order to remove the broke off line. Present condition of pt: stable.

Manufacturer narrative:
An investigation is under way. Upon completion, the results will be forwarded.